Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, no sensing, no pacing, decreased impedance, and loss of capture. Chest x-ray confirmed fracture with the lead snapped in two pieces. The lead remains in use. An explant procedure and replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported the that the ra lead was replaced.